Event description:
The pt was not receiving any drug. They tried to do a dye study under fluoro in the operating room and didn't see anything. Then when they pushed it through, they noticed that there was bubbling up around the connection head. It looked like a needle had been poked through the connector. The physician felt that it was leaking along the seam of the tubing connection piece. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).